Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported that a catheter broke. A 1.25mm rotalink plus was selected for treatment. During a procedure, it was noted that the catheter broke. No patient complications reported.